Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and the sample was separated at the top of the infusion set. The spike was separated from the infusion set tubing above the buretrol cylinder. Upon further inspection, there is no indication of bonding solvent residue on the tubing or inner surface of the spike. The were no other issues identified with the sample received. The reported leakage was due to the separation of the tubing. The customer complaint of connection issues was not confirmed, however, a separation of the tubing was verified. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that lack of solvent was caused by an issue with the solvent dispenser. All possible lots for this set were manufactured april and may of 2025, before the corrective action were implemented to avoid leaks and separation due to lack of solvent issues with the solvent dispenser. Additionally, the manufacturing procedure will be updated to modify the preventative maintenance frequency. A device history record review for model 2441-0007 with multiple various lots was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion burette set had separated. The following information was provided by the initial reporter: spiking fluid bag for line change, using buretrol line, once spiked into fluid bag, the spike broke from clamp and rest of line leaving line open and bag leaking. Once line broke and fell to the ground, IV bag leaking on floor, line was removed from sterile field and fluid bag was thrown out. New lines and fluid bag were gathered and used for line change. Additional information received from the customer: did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Event occurred during preparation of intravenous fluid for administration to patients. When the product broke, it necessitated discarding the previously-spiked fluid bag and acquiring another. Slight delay in IV fluid administration but no harm or further medical intervention required. Was there any leak? Yes, the tubing broke away from the bag spike, causing fluid to leak and create risk of line contamination.